Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the user facility. Complete concomitant device information is as follows: part number 04.647.834s, 3.7mm ti cerv spn scr slf-drlg va 14mm-sterile, lot number 9937749. Part number 04.647.834s, 3.7mm ti cerv spn scr slf-drlg va 14mm-sterile, lot number 9828260. A device history record review was performed for the complaint device lot. The device lot was manufactured at synthes (B)(4). Manufacturing date: sep 19, 2014. Expiration date: sep 1, 2024. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery the zero pva cage came apart into two (2) pieces. The scrub nurse was aware that this could happen due to the decoupling feature of the device. The scrub nurse reassembled the zero pva cage. The surgeon proceeded to open the zero pva screws and inserted the device into the patient. However, apparently on placing into the patient, the cage came apart again and was loose inside the patient. The surgeon then completely removed both screws and the cage (both parts), deemed them not to be working correctly, and disposed of them. No parts of the reported cage were left in the patient. The surgery was completed with no delay and no adverse effect to the patient. This report is 1 of 1 for (B)(4).